Event description:
During post-dilation of a wall stent rp in the right external iliac artery,the balloon burst at six atomsheres.the target lesion was heavily calcified and slightly tortuous,with 90% stenosis.a competitor balloon of unk size was used to complete the procedure sucessfully. There was no report of any patient complications. As per the reporting affiliate,no additional patient or procedural information is available. The product is not available for evaluation and testing.